Event description:
Medtronic received information that during use of an autolog washkit, the customer reported noise in the centrifuge upon starting the device. The customer also stated there was a performance abnormality. The bowl kept filling but blood would not go back to the reservoir or the transfer bag, only the waste bag. There was approximately 50ml of patient blood loss. The bowl/tubing was re-seated, there was no change noted. The customer then replaced the bowl/tubing and a change was noted. There was no damage to the instrument or the device. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that no blood transfusion was required.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a broken straw. The bowl was run using saline. During the run there was a very loud noise and the device was not operating as expected. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.